Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The blood glucose reading was 335 mg/dl. The caller reported that the location of the insulin pump was known. The customer reported that the doctor gave him updated settings but that he didn't enter them correctly. He reported that the blood glucose went as high as 616 mg/dl. The insulin pump was not returned or replaced.